Event description:
Boston scientific received information that the patient with this device is undergoing radiotherapy treatment for cancer. When the treatment began, the estimated longevity of this device was 10 years, and in one month the longevity has dropped to 4 years. There is an allegation of premature battery depletion. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service at this time. This investigation will be updated should further information be provided.